Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #tdg169400v - the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a tear and visual summary analysis of the lead indicated apparent explant damage. A proximal portion was received measuring 45 cm. A distal portion was received measuring 45 cm. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture. The rv lead was laser extracted and replaced. No patient complications have been reported as a result of this event.